Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2018, a trochanteric femoral nail advanced (tfna) fenestrated screw seemed misaligned and was difficult to insert on an unknown insertion handle. During extraction, the screw came off the handle and the threads of the screw were stripped; debris was left in the patient. The surgeon left the metal threads in the patient. Procedure outcome and patient status are unknown. This report is for a screw inserter. This is report 4 of 4 for (B)(4).

Event description:
12/10/2018: updated event description: it was reported that on (B)(6) 2018, during an unknown surgery a trochanteric femoral nail advanced fenestrated screw seemed misaligned and was difficult to insert on a screw inserter. During extraction, the screw came off the handle and the threads of the screw was stripped and debris was left in the patient. The surgeon left the metal threads in the patient. It was unknown if was surgical delay. Procedure and patient outcome is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary complaint summary: it was reported that on (B)(6) 2018, during an unknown surgery a trochanteric femoral nail advanced fenestrated screw seemed misaligned and was difficult to insert on a screw inserter. During extraction, the screw came off the handle and the threads of the screw was stripped, and debris was left in the patient. The surgeon left the metal threads in the patient. It was unknown if was surgical delay. Procedure and patient outcome is unknown. Flow: device interaction/functional. Visual inspection: the screw inserter (part # 03.037.025, lot # 9415370, mfg # 17-apr-2015) was received at us cq with minimal signs of wear. The distal tip of the shaft was examined, and it appears as though there is some deformation on the inner diameter. There seems to be material that is deformed and is now protruding very slightly into the inner diameter. Functional test: the coupling screw was inserted into the screw inserter and was able to be threaded into the inserter and reverse threaded out of the inserter without any issues or resistance. The distal connection between the tip and the fenestrated screw was not able to be performed since the fenestrated screw was not returned to us cq. The complaint is not able to be replicated therefore the complaint is not confirmed. Dimensional inspection: document/specification review: the following drawing(s) was reviewed; screw inserter for tfna-screw: se_405007 rev h and rev j, shaft of screw inserter: se_405005 rev m, rev n and rev o. Conclusion: the complaint condition is not confirmed as the screw inserter (part # 03.037.025, lot # 9415370) was received with minimal signs of wear expect for the slight deformation found on the inner diameter of the distal tip. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off axis or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.037.025, lot: 9415370, manufacturing site: bettlach, release to warehouse date: 17.apr.2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Device history batch null. Device history review: showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis.